Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump was received with stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had intermittent button response due to corroded keypad traces. No moisture damage on electronic assembly or motor noted. The insulin pump had missing end cap sticker, cracked case at display window corner, minor scratches on lcd window, cracked battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of motor error, and unresponsive buttons with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer states they wore the insulin pump through an MRI. The customer states that about two summers ago, they went into the pond with the device on. The customer was assisted with troubleshoot, and the device was stuck in motor error. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.